Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy to remove essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 13-apr-2017: case identified for deletion - duplicate from case (B)(4). Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and she underwent a laparoscopic bilateral salpingectomy to remove essure. This event, interpreted as medical device removal, is regarded as anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because a device removal was required. A product technical analysis is being sought. Further information cannot be obtained.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy to remove essure") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was withdrawn. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and she underwent a laparoscopic bilateral salpingectomy to remove essure. This event, interpreted as medical device removal, is regarded as anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because a device removal was required. A product technical analysis is being sought. Further information cannot be obtained.